Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they needed help priming the insulin pump. It was found the customer delivered over 100 units of insulin to their body while attempting to prime. The customer's blood glucose declined from 180 mg/dl to 66 mg/dl during the phone call. The paramedics were called for treatment while the customer was on the phone. The customer reported their blood glucose was 303 mg/dl when the paramedics arrived because they consumed 30 glucose tablets. The customer was admitted to the hospital on (B)(6) 2015. The insulin pump will not be returned for analysis.